Event description:
It was alleged that a patient received discrepant results when tested with two different coaguchek xs meters. The serial number first coaguchek xs meter (meter 1) was requested, but not provided. The test strip lot number and expiration date used on this meter were requested, but not provided. The serial number of the second coaguchek xs meter is (B)(4) (meter 2). Test strip lot number 58517611, with an expiration date of 31-jul-2022 was used on this meter. The patient's therapeutic range is 2.5 - 3.5 inr. At 10:42 a.m. On (B)(6) 2022, the patient was tested using meter 1, resulting in a value of 5.0 inr. At an unknown time on the same day, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.7 inr. The patient was directed to hold 2 doses of 8 mg. Warfarin based on the meter value. At 4:53 p.m. On (B)(6) 2022, the patient was tested using meter 1, resulting in a value of 4.9 inr. At an unknown time on the same day, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.6 inr. The patient was directed to hold 1 dose of 7 mg. Warfarin based on the meter value. At 4:48 p.m. On (B)(6) 2022, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.1 inr. At 4:50 p.m. On (B)(6) 2022, the patient was tested using meter 1, resulting in a value of 4.0 inr. The patient was directed to continue current dose of 8 mg. Warfarin based on the laboratory result. At 4:28 p.m. On (B)(6) 2022, a sample from the patient was tested using meter 2, resulting in a value of 7.0 inr. At 4:31 p.m. On (B)(6) 2022, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 4.9 inr. No medication changes were made based on the meter result of 7.0 inr. The laboratory result was used for medical decisions.

Manufacturer narrative:
The customer's meters and test strips were requested for investigation. Meter 1 and the test strips used on this meter have not been received at this time. If the product is returned in the future, a follow up report will be submitted. Meter 2 (serial number (B)(4)) and test strip lot 58517611 were returned for investigation. Meter serial number (B)(4) and returned test strip lot 58517611 were tested using retention controls. The following testing results were obtained (qc range = 2.4 - 3.6 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Manufacturer narrative:
The component code and evaluation method code have been updated.